Manufacturer narrative:
The device has been discarded by the end-user facility; therefore, no device evaluation will be accomplished. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device discarded by end-user.

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The complaint device had not been returned for to conmed corporation for evaluation. The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device. Therefore, this complaint is considered inconclusive. If the device is returned in the future, this investigation may be reopened and further investigation performed as appropriate. It is noted that the vaginal cone is an injection molded part consisting of a flexible santoprene material with no sharp edges. It is unlikely that the part itself would have caused the reported injuries. A potential cause of this complaint is not using the device in accordance with the IFU, instructions for use. The risk associated with this complaint is mitigated in the vcare IFU which includes, "unlock the locking mechanism by turning the thumbscrew counterclockwise (anticlockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle." And "do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcelation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal." The specific failure mode and associated root cause cannot be conclusively determined without examination of the actual device; therefore, this complaint is considered inconclusive. The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed. Never returned to conmed.

Event description:
It was reported to conmed that, "used on patient with uterus cancer hysterectomy: at removal of uterus the blue cup (back) cuts a hole in cervix and vagina. The patient has to be treated for the injury and is in high risk status due to chance of cancer spreading. -additional info - pt was treated with sutures and diathermy." Clarification regarding the reported injury: vaginal wall was scratched/cut. Treated with sutures and diathermy.